Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. When the pump is powered on, the pump displays the verify screen and the time and date must be set to confirm the verify screen. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged time/date reset issue was verified in the black box and duplicated in the evaluation. Review of black box data found the time/date was reset to default after pump was rebooted on the complaint date and the time/date was set incorrectly. The total daily delivery, and they added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was found to be within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 530 mg/dl with nausea, vomiting, and dehydration associated with the pump time and date resetting with battery removal. The reporter indicated treatment with intravenous fluids and insulin via injection while in the hospital. The reporter indicated that the same pump was resumed. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with use of the insulin pump.